Event description:
It was reported that the user interface of the versajet ii doesn't rotate into the locked position. No case was involved.

Manufacturer narrative:
The device, intended for used in treatment, was returned for evaluation. Visual inspection confirmed no issues found. The functional evaluation confirmed connection issues with the reported components parts, establishing a relationship between the device and the reported event. The root cause has been established as corrosion found on the unique interlock. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user interface of the versajet ii doesn't rotate into the locked position. It is unknown if a patient was involved, if a back-up was available and if there was a delay.